Event description:
Hcp reports "breach in the catheter at the abdominal site." X-ray was performed to confirm breach in catheter. Numerous attempts have been made to follow up with hcp without success. A follow up report will be sent when additional information is received.